Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at the magnet site, pain and poor performance with the internal device (specific date not reported). Subsequently, the patient was hospitalized for an IV antibiotics treatment for a duration of ten days (specific date not reported). The device was explanted on (B)(6) 2024. There are no plans to re-implant the patient with a new device as of the date of this report.